Event description:
On (B)(6) 2010, the patient underwent endovascular repair of two separate aortic aneurysms in the descending thoracic aorta using two gore® tag® thoracic endoprostheses. Prior to the implantation of the devices, a right axillary artery ¿ left carotid artery ¿ left axillary artery bypass surgery and coil embolization of the left subclavian artery were performed. After the successful implantation of the tag® devices, the patient was found with paraplegia. The patient was treated with medications and rehabilitation. On (B)(6) 2010, the patient was discharged from the hospital with remaining paraplegia. No more follow-up has been conducted; therefore, the patient¿s current condition is unknown. It was reported that the amount of blood loss during the bypass surgery was 1210ml.

Manufacturer narrative:
Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).a review of the manufacturing records for the device verified that the lot met all pre-release specifications.